Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review confirmed the ilet was performing to specification. From the log review, the user performed an infusion set change after-which their bg levels rose above 400 mg/dl as reported. The likely cause of this event is related to the placement of the infusion set. Once the user restarted the ilet, including performing an infusion set change, their bg levels were fine. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported they experienced a hyperglycemic event with dka for over 10 hours and was driven to the ER by his wife. The patient stated their bg levels had risen most of the day, but after their dinner meal announcement, insulin therapy had reportedly stopped. The patient also reported being nauseous. A manual bg at the hospital indicated the patients' bg read over 600 mg/dl. The patient was treated with insulin while at the hospital and their bgs dropped into range. The user was discharged and restarted use of the ilet.